Event description:
Event description guidant received information that during a pacemaker changeout procedure, it was discovered that this right atrial lead, model 483-01, was broken. The lead impedance had been around 200 ohms, and once the lead was removed from the device header it was noted that the insulation was completely abraded and the wire was fractured. This damage was located very close to where the lead entered the header of the device. The right ventricular lead, model 487-05, also had low impedance measurements. As a result, both leads were capped and abandoned surgically. A new pacemaker and two leads were successfully implanted during the procedure. The pacemaker was explanted for normal battery depletion. No adverse patient effects were reported.